Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine follow-up, intermittent high pacing impedance was observed. Patient was asymptomatic. Otherwise the pacing impedance measurements were normal and stable. The patient will continue to be monitored.